Event description:
It was reported that a user of the ilet experienced hyperglycemia with sensor glucose of 303 mg/dl and a confirmatory fingerstick of 339 mg/dl after a recent infusion set change and a meal; the user attempted to announce an additional meal to hasten correction, and troubleshooting included verifying insulin flow via fill tubing and performing an infusion site change with successful resumption of delivery, after which glucose returned to range. Symptoms included hyperglycemia without reported complications. Outcomes included return to target range and no hospitalization. Investigation included review of device use, guided troubleshooting of infusion delivery, and site replacement. Investigation of this case revealed no device alarms, successful insulin delivery after site change, and user education that additional meal announcements could interfere with the pump¿s correction algorithm, consistent with user handling and possible infusion site or setup issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.